Manufacturer narrative:
Batch review performed on 21 november 2016. Lot 140186: (B)(4) items manufactured and released on 23 april 2014. Expiration date: 2019-03-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. On 20 november 2016, the patient match department performed a planning review and commented as follows: our analysis of the process of this case found no deviations from the standard procedures. Intra-operatively, the surgeon implanted the tibial component with more slope than what has been planned. On 23 november 2016 the medical affairs director made the following analysis: instability in cemented tka at two years required revision of the tibial component. From the analysis, the posterior tibial slope appears to be higher than planned, we do not know the reason for this choice by the surgeon. Also, at surgery a different implant was chosen. We do not know the reasons for this choice either: perhaps the surgeon detected some instability, which is possible given the rather peculiar anatomy of this patient, and opted for a more stable design. However, the selected implant, in spite of offering a higher mid-flexion stability, was not designed to work with a tibial slope >3°, and in this case the actual slope was indeed about 6.5°, which may have contributed to make the construct unstable. This does not appear to be a failure originated by a faulty device.

Event description:
The patient came in due to feeling unstable. The surgeon determined there was too much slope in the tibial baseplate. The surgeon revised the tibial baseplate and the insert. The surgery was completed successfully. Explants are not available.